Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a total knee arthroplasty surgical procedure performed on (B)(6) 2020. According to the complainant, the implant failed to properly react with the palacos mv with antibiotic cement used for fixation. The patient will undergo a revision surgery of the right knee. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
No updates.

Manufacturer narrative:
Investigation results as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.